Manufacturer narrative:
Block d2b: additional product code: qon. Block g4: additional premarket/510k: p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "incontinence, urinary" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was evaluated due to poor symptom control. Multiple leaks were noted and imaging showed the lead was not in the same position as seen on the original implant x ray. It was noted that the patient fell following the initial lead placement. A lead revision procedure was performed. There were no additional patient complications.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was evaluated due to poor symptom control. Multiple leaks were noted and imaging showed the lead was not in the same position as seen on the original implant x ray. It was noted that the patient fell following the initial lead placement. A lead revision procedure was performed. There were no additional patient complications.